Manufacturer narrative:
The console was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) could possibly have an issue with the purge delivery. The aic will be returning for evaluation and there was no reported patient harm.

Manufacturer narrative:
The investigation into automated impella controller (aic) - purge issue ¿ other has been completed. The cause of the issue was not determined since product was not returned.